Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided, and thus, a complaint history review. Manufacturing record review, instructions for use review, and CAPA/nc/pra/hhe/field action review could not be conducted. A review of risk management files found that there was insufficient information to tie the reported complaint to specific line items within the risk file. Per case details no further information is available. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). Literature: arthroscopic meniscal suture by fast¿fix in the treatment of knee meniscus injury.

Event description:
It was reported that on literature review ¿arthroscopic meniscal suture by fast-fix in the treatment of knee meniscus injury ¿, during surgery, the fast-fix t2 did not deploy. It is unknown how the issue was resolved. No further information is available.